Event description:
It was reported that the patient presented during a routine follow-up in clinic. Interrogation revealed lead noise with noise reversion from the right ventricular (rv) lead. No intervention has been performed. The patient was stable.

Event description:
New information noted there was a repeat event of noise reversions on the right ventricular lead. No changes or interventions were performed; the physician elected to monitor the lead. The patient was in stable condition.